Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. The customer was vomiting prior to the hospitalization. Troubleshooting was performed and the insulin pump passed the prime test. It was also stated that the infusion set that the customer was wearing at the time of the hospitalization was not inserted correctly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.